Event description:
It was reported that the patient presented for in-clinic follow-up with episodes of inappropriate automatic mode switch recorded by the implantable cardioverter defibrillator. The episodes were a result of far r wave oversensing. Programming interventions were made. The patient was stable.